Event description:
According to the user facilities medwatch: "a critically ill morbidly obese pt. Medical conditions required prolonged mechanical ventilation. Tracheostomy tube dislodged 2- 4 cm, was connected to ventilator tubing which appeared to be lodged (?) Between the rotational unit and the mattress. Pt required re-intubation ultimately expired (dnr)."

Manufacturer narrative:
The bed involved was a rented triflex bed which is manufactured by burke. The mattress involved was a rented flairecare manufactured by cardio systems which is no longer in business. Hill-rom is submitting a MDR as a refurbisher because the original MFR is no longer in business. According to the hill-rom field investigation there was no witness to the actual cause of the trach becoming dislodged. A properly applied trach/vent would have a vent arm holding the tubing to prevent any catching. It was reported that the ventilator did not alarm when the pt's tracheotomy tube became dislodged.